Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event occurred outside of a surgical procedure and no fragment fell.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately 160.3mm from the distal tip. A piece measuring proximately 3.3mm x 120mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage.